Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain following discharge. Echo confirmed pericardial effusion and rv lead suspected to have perforated the rv wall. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain following discharge. Echo confirmed pericardial effusion and rv lead suspected to have perforated the rv wall. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported.